Event description:
Anesthesiologist experienced a kinked guidewire during insertion on patient. Patient was obese so she needed to gain access with the introducer needle at a steep angle, which she did using ultrasound. Access went fine and the guidewire was advanced. Introducer needle was removed. Catheter was advanced over the guidewire but it could not fully advance into position. Catheter was removed and the guidewire was then removed. Once removed, the guidewire was kinked. User determined the guidewire kinked due to steep angle that was taken to access. A new cvc kit was obtained and successfully placed. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Anesthesiologist experienced a kinked guidewire during insertion on patient. Patient was obese so she needed to gain access with the introducer needle at a steep angle, which she did using ultrasound. Access went fine and the guidewire was advanced. Introducer needle was removed. Catheter was advanced over the guidewire but it could not fully advance into position. Catheter was removed and the guidewire was then removed. Once removed, the guidewire was kinked. User determined the guidewire kinked due to steep angle that was taken to access. A new cvc kit was obtained and successfully placed. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.